Event description:
The following information was reported to aci via medwatch report # (B)(4), which was submitted to the FDA by the user facility: "after successful stent placement, the dr. Attempted site closure with a mynxgrip vascular closure device 6f/7f. After insertion, balloon ruptured prior to deployment. Device removed intact by md. Successful deployment of angio-seal for closure." The aci sales professional was notified and requested to follow up with the user facility and attempt to obtain additional information. However, the aci sales professional was not able to obtain further information.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1316304) indicated that the device lot met all established performance criteria prior to shipment.